Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a system failure. There was no patient, or clinician injury associated with this event.

Event description:
Additional information received via email: no patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there were dents and deep scratches on right plunger case, scratches on left plunger case, cracked bottom case in battery bay with broken tabs, and top case rear left corner slightly dented. A review of the pump event history log found evidence of force sensor test in the history. Functional testing was performed using power up process. The force sensor test was found at power up. The force sensor was found to be out of calibration. The cause of the problem was due to customer impact which knocked the force sensor out of calibration. To resolve the problem, the force sensor was recalibrated and preventive maintenance was performed.